Manufacturer narrative:
The event has been further reviewed for reportability and the determination has been made that the initial decision was inaccurate and the medwatch should not have been filed since there was no adverse event and this issue is not likely to cause or contribute to serious injury if it were to recur. There was no patient involvement with this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported three handles are not griping the rasp. No additional information has been provided at this time, therefore it is unable to be determined if this issue caused or contributed to an adverse event.